Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k) #: k103751, k110122. Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 15mm proximal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 09jun2025. The target lesion was located in the arteriovenous fistula. A 4.0 x 40, 75cm mustang balloon catheter was selected for percutaneous transluminal angioplasty. During the procedure, contrast was found to leak from the balloon on an angiography. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a balloon pinhole located approximately 15mm proximal from the distal markerband.